Manufacturer narrative:
Philips service replaced the nehalem host pc biplane rev_iii no_hdd and restarted the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc failed to start due to a suspected hardware fault on a allura xper fd10/10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.